Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states. Reference the following medwatches with patient identifiers for the following systems: (B)(6) ¿ mobile meter- system 1, serial number ¿ (B)(4); (B)(6) ¿ aviva ii - system 2, serial number ¿ unknown.

Event description:
Customer allegedly received the following results, compared with two different roche meters, within 10 minutes: 32.5 mmol/l on mobile meter and 6.8 mmol/l on aviva ii meter. No serious injury reported. Requested return of suspect device for evaluation.

Manufacturer narrative:
This supplemental MDR is being submitted as a part of a retrospective review and remediation effort based on errors that occurred in the submission of mdrs for incorrect manufacturer name and/or address. A non-conformance report (ncr) ¿ 16847 to implement corrective actions was opened on january 29, 2025. Device performance and/or risk profile are not impacted.